Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following unrecoverable alarms. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the alarms is unknown at this time. The cylinder has been replaced but not yet returned to nxstage. If additional information becomes available a follow up report will be submitted. Event has been reviewed with the facility staff.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that arterial air alarms occured during two routine hemodialysis treatments on separate occasions. Clotting of the circuits occurred due to the amount of time troubleshooting the alarms, resulting in an estimated blood loss of 190cc for each treatment. The patient's routine epogen dose was increased.